Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose and emergency medical service dispatched him to the hospital on (B)(6) 2020 with blood glucose of 40 mg/dl. Customer reported that they got low blood glucose and not heard any alarm for the low blood glucose. Customer was unable to recognize his wife at the time of incident. Customer reported that at hospital he was treated with intravenous glucose. Customer was not using auto mode feature at the time of reported low blood glucose. Customer reported that the insulin pump system had not been in use within 48 hours of reported low blood glucose. It was explained to the customer that the 244 mg/dl was not a blood glucose because it was a sensor glucose value which customer treated with a bolus through the insulin pump right before bed and then customer received a calibrate now alert at morning and did not calibrate so therefore sensor stopped reading and that is why he did not get the alert for low. Insulin pump was tested for alerts using volume 1 and then 5 and customer stated he heard the beeps and the difference between the two beeps. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The incident year of hospitalization was submitted incorrect in the narrative with initial report. The correct information has been provided with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020.